Manufacturer narrative:
Findings: pump received with cracked case on the bottom left and right corners at display window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer had a crack on the display and reservoir window. An operation test and a self test were completed normally. There was no health hazard caused to the patient, so any additional medical treatment was not given. Pump was replaced with a new one. No further details given.